Manufacturer narrative:
Device evaluation summary: the device returned with the external slider and tip capture release handle in the home position. Kinks were observed on the graft cover over the graft. A slight bend was observed to the taper tip. A short gap was visible between the graft cover and taper tip. The reported deformation was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a type b thoracic dissection (80mm in length). The patient was diagnosed with type b thoracic aortic dissection after a bentall procedure with elephant trunk was completed prior to implant of the valiant graft. It was reported during the index procedure, the thoracic aortic stent-graft delivery system was successfully delivered into the patient from the right side, and was ready to be deployed along with the guide wire to the lesion. However, during the upward process of the stent delivery system, due to the pre-implanted elephant trunk stent in the patient's body and the distorted shape of the patient's blood vessels, the tip of the delivery system rubbed against the elephant trunk stent and entangled, causing the outer sheath and tip of the delivery system to be kinked in the body, thus the thoracic aortic stent graft delivery system could not reach the lesion. After many attempts and adjustments, the implantation of the thoracic aortic stent-graft ended in failure, and the delivery system was withdrawn, and the operation ended. Per the physician the cause of the failure to implant the device was due to the delivery system becoming kinked. No additional clinical sequel were reported and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported device interaction and deformation of the delivery system could not be confirmed on the films provided. Procedural images showing attempts to advance the device within the thoracic aorta were not seen for assessment of the reported events. It is most likely that the severe tortuosity observed in the thoracic aorta was a contributory factor in the reported events. Three (3) images were received from the account capturing a severe kink on the graft cover and graft. The taper tip appears to be bent. The reported deformation was confirmed through image review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.